Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx drug eluting stent to treat a tortuous and severely calcified rca lesion exhibiting 90-99% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. Prior to use the device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and before the device reached the lesion. Excessive force was used during delivery. It was reported that during delivery of the device, resistance was encountered and the device was removed from the patient's body. It was noted that the stent edge was split. The procedure was completed using another medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned correctly between the markerbands but not meeting specifications due to deformation of stent wrap. Deformation was evident to the 12th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.